Manufacturer narrative:
Patient information: no specific patient information was provided. This report is being filed on an international product, architect hbsag qualitative ii confirmatory, list 2g23, that has a similar product distributed in the us, architect hbsag confirmatory, list 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hbsag qualitative ii confirmatory results. The customer provided an example of one sample that generated an initial result of (B)(6) and a neutralization of (B)(6). The sample was retested following being centrifuged again and it generated a (B)(6) result. No adverse impact to patient/donor management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii confirmatory assay. Normal complaint activity was identified for reagent lot 82143fn00. The sample that generated the false positive architect hbsag qualitative ii confirmatory result was not available for return, therefore sample specific testing could not be performed. Testing of panels which mimic patient samples was performed using a retained kit of lot 82143fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative ii confirmatory assay was identified.